Manufacturer narrative:
The technician found the bed is missing the communication cable. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
A technician reported the bed is unable to communicate with the nurse station. No patient injury reported.